Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) found blood visible on the stent, which is consistent with handling and/or attempted advancement of the device. The stent implant was stationary on the tightly-folded balloon between the markers. The analysis confirmed that the first two rows of struts at the distal end were stretched distally towards the tip of the catheter; therefore the outer diameter of the stent at the distal end could not be measured. However, measurements of both the middle and proximal sections were within manufacturing specification. The entire tip length was also measured and met manufacturing criteria. In this case, since there was no report of any damage observed to the sds or stent implant prior to the procedure, this suggests that the damage occurred during or after the procedure. Damage to the distal end of the stent is most consistent with an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. If the struts became flared during attempts to cross the lesion, this may have contributed to the reported difficulty. Overall, the failure to advance in conjunction with stent damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The analysis further confirmed that the hypotube shaft, including the jacket material, was separated at the distal end of the strain relief tubing. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or interactions with accessory devices. It is likely that the shaft kinked and fractured during attempts to advance the sds, causing it to separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Additionally, there were multiple kinks throughout the entire length of the hypotube and three kinks located in the distal shaft. However, this damage was not originally reported in the case description and likely occurred during use or from further handling after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. It is possible for kinks in the distal shaft to contribute to difficulty crossing, although it cannot be verified when this damage occurred. The kinks in the hypotube do not appear to have contributed to the reported complaint. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Based on the information provided, the lesion was severe with mild tortuosity, which likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the returned product analysis, the reported failure to advance, damage to the stent, kinks/bends and shaft separation appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that predilatation was performed prior to the attempt to stent. The stent was intended for treatment of a severe circumflex artery lesion. The device failed to cross the lesion and after removal of the device from the patient, the stent implant was found to have flared struts. There were no adverse patient effects. The returned device analysis revealed that the proximal shaft was separated. New information confirmed that the shaft separation occurred during the failed attempt to cross the lesion. No additional information was provided.